Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door number four was malfunctioned and double clicked. A field service engineer performed troubleshooting steps on the latch assembly by retightening the wire harness and connectors and applying carbon conductor grease to the micro switches. The tower door operated without any issues and passed all tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door latch was clicking. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.